Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, the pump powered on with a blank display. The audible tone and vibration alert were functioning normally. During a visual inspection of the pump, a battery compartment crack was observed. The battery cap was able to tighten securely to the pump. The battery cap contacts height and width measurement were within specifications. There was no evidence of contamination inside the battery compartment. The complaint of the power issue was not duplicated during investigation. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. Further testing was not able to be performed due to the blank display caused by the eeprom failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.